Event description:
Patient care tech walked into room and found patient face down on floor mat next to bed. Rn was called into room for assistance. Patient stated they wanted to sit up and didn't realize how close to the edge of the bed they were. Patient's bed alarm was active, but did not sound when patient got out of bed. New alarm was placed.